Manufacturer narrative:
The investigation is ongoing, a supplemental report will be submitted upon receipt of new information.

Event description:
Edwards received notification from a sales rep that during valve deployment the commander balloon ruptured. The 23mm s3 ultra was partially deployed. +1cc was added to the inflation device. As reported, a bav was not used in this case as the patient did not have more calcification in the landing zone than usual. Once the initial commander delivery system was successfully removed from the patient, a second commander delivery system was used to advance the 23mm s3 ultra across the annulus and it was fully deployed. No pvl or valve malfunction was observed. The delivery system was discarded before it could be obtained for return.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of the provided imagery was performed. Images showed some calcification in the annulus (sinus of valsalva and leaflets). Procedural cine showed valve deployment where the valve is only partially inflated. A pinhole is present at the transition between the distal taper and working length of balloon. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100 percent of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon rupture was confirmed. The provided imagery showed a pinhole leak. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non conformance was unable to be determined during the evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Although it reported that, extra volume was added to the atrion inflation device, the balloon was only partially inflated before the balloon leak occurred. It is therefore unlikely that any additional pressure due to the added volume contributed to the event. Some calcification was present in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is likely that a calcified nodule interacted with the balloon during inflation resulting in the observed pinhole. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint events. No IFU/labeling/training manual inadequacies or manufacturing non conformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.